Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with missing retainer and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test due to physical damage. Unit received with cracked case on the back at the battery tube area. Unit received with faded serial number label. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay texture damaged.

Event description:
It was reported that the reservoir ring was loose. Customer's blood glucose level was unknown. The customer was advised to replace the pump and replacement insulin pump will sent back to the customer. The customer will return insulin pump for analysis.